Manufacturer narrative:
Correction: aware date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibited oversensing during atrial fibrillation (af) episodes. The lead was no ted to already be in unipolar configuration, however, the sensitivity was reprogrammed. The lead remains in use in unipolar. No patient complications have been reported as a result of this event.